Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty in 2010. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. A review of invoice history confirmed the revision surgery date and revealed the modular head was removed and replaced; however, an invoice could not be located to confirm the initial surgery date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty in 2010. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information provided indicates the initial procedure was a right total hip arthroplasty that took place on (B)(6) 2010. Additional information further indicates that a right hip revision procedure occurred on (B)(6) 2010 where all components were removed and replaced due to an unknown reason. A second right hip revision procedure took place on (B)(6) 2014 where the modular head and taper insert were removed and replaced with an active articulation liner and head. Additional information received in the patient's revision operative report noted the reason for the revision on (B)(6) 2010 was due to a periprosthetic fracture, subsidence of stem, leg length discrepancy, and pain following patient fall. The modular head, taper adapter, and femoral stem were removed and replaced and a zimmer cocr cable and crimp were implanted. An additional operative report received noted the reason for the revision on (B)(6) 2014 was due to unspecified mechanical complication. During the revision metallosis, loose zimmer cable and debris communicated from cable to the joint, and fibrinous wear debris were encountered. The modular head, taper adapter, and zimmer cocr cable and crimp were removed and replaced with a new modular head, taper adapter, and a biomet active articulation liner.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown. Date implanted - 2010. PMA/510(k) number. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "inadequate range of motion due to improper selection or positioning of components." And "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-06585 & 07488).

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty in 2010. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information provided indicates the initial procedure was a right total hip arthroplasty that took place on (B)(6) 2010. Additional information further indicates that a right hip revision procedure occurred on (B)(6) 2010 where all components were removed and replaced due to an unknown reason. A second right hip revision procedure took place on (B)(6) 2014 where the modular head and taper insert were removed and replaced with an active articulation liner and head.